Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure an nc euphora balloon caused a dissection in the lad. The dissection was treated with a resolute onyx des. The investigator assessed the event as causally related to the index device and not related to the antiplatelet medication.

Manufacturer narrative:
Sponsor assessed the event was not related to the antiplatelet medication and causally related to the device. If information is provided in the future, a supplemental report will be issued.